Event description:
It was reported that in 2009, the programmer gave an estimated remaining longevity of 0.5-0.75 years. At about 6 months later, the programmer showed -data not read- and no battery or magnet information was displayed. Programming was set to ddi and the same message appeared. The most recent daily battery data was 2.57 v 3.14 ma and 31.6 kohms.

Manufacturer narrative:
Na